Event description:
A customer contacted haemonetics on (B)(6) 2011 and ordered parts consumed while the center tech was troubleshooting a plasma collection system due to blood migrating up the anticoagulant (ac) line during the return phase. It is unk which cycle this occurred or whether a donor was deferred due to blood loss. No donor injury or reaction reported. No operator injury reported.

Manufacturer narrative:
The device has been service by the center tech who found a loose ac pump motor. This condition could result in the pump failing to occlude the pump tubing properly. The tech tightened the screws and replaced the blood line pinch valve. The machine was returned to service on (B)(6) now within performance specifications and has had no further incidents. No info about the disposable or solutions used is available. No samples are available. The investigation is ongoing to determine cause. A f/u report will be sent when the investigation is complete. As reported, blood migrating to the anticoagulant (ac) line could only lead to an insignificant rbc loss during the last return only and would not result in a serious injury. The malfunction as noted would result in a decrease in pump efficiency. As a result, this could allow an incremental excess flow of ac into the system during draw and when pumps are stopped. As a result, a more than typical amount of ac could be administered to the donor. Excess anticoagulant delivered to the donor poses a potential serious injury. Symptoms of excess ac delivery range from no reaction to acute. No injury or reaction as a result of this malfunction.